Event description:
Additional information was received that 26 months after pci with 2 cypher stents in the pda via a saphenous vein graft, the patient returned with an acute mi. During the initial procedure the patient's admitting diagnosis was an nstemi. Emergent pci was performed on a 95-99% de novo lesion in the pda via a saphenous vein graft. Multiple wires were used to access the lesion because there was difficulty accessing the lesion. The lesion was pre-dilated with a 20mm balloon at 12 atm before a 2.5x23mm cypher was deployed at 16 atm followed by a 2.5x18mm cypher at 14 a tm. Post-dilatation was performed with a 15mm balloon at 14 atm. No thrombolytics were given and there was no pre-existing clot during the initial procedure. There was good wall apposition of the stents and no indication of vessel dissection. Ivus was used. There was no disease distal to the stents. Acts were 338 during the procedure.

Event description:
It was reported that during an unknown procedure, on first firing of device the clip deployed unformed. Another device was used to complete the procedure. There was no adverse consequence to the patient.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). Ejected clip the analysis results found that the instrument was returned in good visual condition. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device fed ten conforming clips and ejected the remaining two. Finally, it locked out as intended. However, it could not be determined what may have caused the found ejected clips. The batch record was reviewed and no anomalies were noted during the manufacturing process.